Manufacturer narrative:
E1 - initial reporter facility name:(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported. It was further reported that the device was simply removed and no fragment was left inside the body.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.